Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse decontaminated the system. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that erratic sodium results were generated by the unicel dxc 800 synchron system. It is not known if the results were reported out of the laboratory. The customer previously ((B)(4) 2008) noted a greenish residue in the flow cell. The customer is not familiar with maintenance procedures and reportedly did not wish to perform weekly maintenance to rid the system of the greenish residue. There was no report of any change to the pts' care or treatment. There is no report of any adverse event or serious injury. The customer runs quality controls every hour and calibrates the system as necessary to bring the quality controls within range.